Event description:
Pt pacing capture could not be achieved with the device. An increase in the output current resulted in 100% capture after hours of ineffective pacing, reportedly due to operator error. The reporter stated that pt outcome was not adversely affected by the report. Pt outcome was not reported.